Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had their ins removed about a month ago. Patient said the implantable neurostimulator wasn't working so they decided to remove it. Patient said when they first got the implantable neurostimulator, it took probably another month or two of experimenting with different settings and said they never really got much improvement at all. Patient said they had to use catheters just as much as they did before the implantable neurostimulator. Patient mentioned the implantable neurostimulator was also stimulating some nerve somewhere else and was giving them lower back pain. Patient said they had no history of lower back pain and once the implantable neurostimulator was on, in 3-4 days they would be developing spasms in their back and when they turned the implantable neurostimulator off, within 24 hours it would go away. Patient said if they turned the implantable neurostimulator back on, spasms and pain would start up again after 3-4 days. Patient services reviewed disposal information and warm transferred to healthcare it to wipe handset.